Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date of initial surgical procedure? Onset of infection from the initial surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? What is physician¿s opinion as to the etiology of or contributing factors to this infection? What is the patient¿s current status after excision surgery? Were cultures performed? Results? What medical intervention was done for infection? Results? Product code and lot #?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. It was reported that the patient had infected mesh in sinus tract causing pain and urinary symptoms. The excision surgery was performed at operating room. Device is in quarantine location for histology. Additional information has been requested.